Event description:
It was reported to medtronic neurosurgery that the patient was admitted to the hospital on (B)(6) 2013 where he was operated for a pineal region tumor extending into the fourth ventricle on (B)(6) 2013. According to the report, the tumor was first discovered and the patient was operated for the first time 14 years ago. The report stated that, at that time, a cistern-ventricular shunt was paced connecting cisterna magna with the left lateral ventricle. Reportedly, the patient was operated for placement of strata 2 valve on (B)(6) 2013. The report stated that the patient was discharged on post-op day 7 with sufficient results and CT scan findings. According to the report, the valve was adjusted to performance level of 1.0. The report stated that the patient was independent and only had mild iii nerve palsy. The report stated that on (B)(6) 2013, the patient developed acute loss of hearing, nausea, vomiting, and headaches. According to the report, a repeat MRI scan was performed which discovered hydrocephalus without tumor re-growth or bleeding. Reportedly, the valve was readjusted from 1.0 to 0.5. The report stated that, the condition of the patient continued to deteriorate and the decision was made to assess the functionality of the valve by contrast-shuntography. According to the report, 5cc of omnipaque was injected inside the reservoir of the valve through direct puncture which revealed slow flow through the valve. The report stated that the condition of the patient continued to deteriorate and the patient was operated for revision of posterior fossa with arachnolysis of possibly isolated fourth ventricle. Reportedly, post-op CT scan performed on (B)(6) 2013 showed continuous enlargement of ventricles. According to the report, on (B)(6) 2013, the patient was urgently taken to the operating theatre, where revision of vp shunt was performed. The report stated that, the patient was placed in park-bench position under general anesthesia. Reportedly, a semi-arcuate incision around the strata valve was performed, taking special care not to damage the valve. According to the report, there was no flow of csf from the distal tip of the valve. The report stated that, the strata ii valve was replaced with a low pressure non-programmable valve after which relatively frequent drops of csf were noted from the distal tip of the new valve.

Manufacturer narrative:
The valve was patent. The device did not meet the specifications for siphon or reflux testing. It met specifications for pre-implantation testing and all pressure-flow parameters performed at 0 cm hp, but it did not meet specifications for pressure-flow parameters performed at -50 cm hp. The device did not meet the requirements leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. Debris was observed in the interior and exterior of the valve. Debris within the valve may interfere with the siphon control device, resulting in fluid reflux and/or siphoning. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.